Event description:
Report received from (B)(6) stating that the device had damaged bearings. It is unknown if this event occurred during a surgical procedure. It is unknown if there was injury or medical intervention involved with this event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).